Manufacturer narrative:
Date of event was reported as (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the placement of the patient¿s implantable neurostimulator (ins) was uncomfortable and complained of pain at the site. They also had difficulty charging. It was noted that body size was a factor that led to the issue. No troubleshooting or diagnostics were performed and it was unknown what was done previously for the issue. On (B)(6) 2016, the ins battery was repositioned from above the waist line on the right side to below the waistline on the same side. It was unknown if the issue was resolved as the patient was to be checked at a post-op visit with the physician. The patient status at the time of report was noted as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.